Event description:
Case reference number (B)(4) is a literature report received on 20-may-2015. A (B)(6) female patient visited the clinic because she was experiencing right upper eyelid retraction when she opened her eye. The patient was initially injured 4 months previously in a car accident, and a 2.5 x 1.0 cm partial thickness skin defect on the right eyebrow was treated by secondary intention. The primary physician tried to release of the scar contracture through blepharoplasty incision, and corrected the retraction and volume depletion with ha filler injection. After the previous scar was released under the skin under conjunctival anesthesia, 1 cc of restylane was transferred to the superior sulcus through a 29-gage needle as the patient kept her eyelids closed. After the injection, the patient immediately complained of blunt pain, swelling, and heaviness of the affected eye, but did not complain of severe acute pain. Her initial vision in her right eye was foggy and hazy. The patient was counseled by her treating physician that the pain and visual changes would be transient. By the next day the pain had subsided, but her vision was not improved. There was no foreign body irritation during blinking and resting. Her eyelid opening and eye movement were well-maintained. At 8 days after filler injection the patient's visual loss had not recovered, so she was referred to an ophthalmologist. The uncorrected visual acuity was 20/400 in the right eye and 20/20 in the left eye. The intraocular pressure was within normal limits. A slit lamp biomicroscopy showed injected filler materials were identified in the right anterior chamber, and fundus photography revealed that the optic nerve and the retina were not clearly visible in the right eye. Ten days after injection, the filler was successfully removed by irrigation and aspiration, after creating a temporal limbal incision in her right eye. Eight days after removal the visual acuity in the right eye improved to 20/20. Gatifloxacin and rimexolone eye drops were recommended to be used 4 times a day in the right eye for 4 weeks postoperatively. At 8 days after filler removal, slit lamp biomicroscopy showed no filler remained in the right anterior chamber and a small puncture site at 8 o/c in the right limbal cornea. Fundus photography revealed a clearly visible optic nerve and the retina in the right eye.

Manufacturer narrative:
(B)(4).